Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported two intraocular lenses (iols) that "had creases in them before folding and placing in patient". These lenses were implanted and there is no reported patient impact. Additional information was requested. There are two reports for this event. This report reflects one of the reported lenses.

Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. Qualified associated products were indicated. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).